Manufacturer narrative:
Tw (B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000370037 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that vasoview hemopro 2 heater wire lifted up and came off the jaw. After cauterization began. No parts were found inside the patient's body. A new device was used to complete the procedure. No health hazards to the patient.

Event description:
The hospital reported that vasoview hemopro 2 jaw detached shortly after cauterization began. No parts were found inside the patient's body. A new device was used to complete the procedure. No health hazards to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.